Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the corroded supply plug was traced to component failure; however, the cause of the white foreign material found in the air-water channel near the distal end could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a corroded supply plug and white foreign material objects present in the air-water channel near the distal end. There was no patient involvement.